Event description:
It was reported that as the coil was being repositioned, it broke from the detachment zone. The coil stretched from the carotid artery down into the abdomen. No medical intervention was performed to remove the coil and there was no patient complication related to this event. The physician continued with the procedure but no additional coils were implanted. No additional information is available.

Manufacturer narrative:
The coil remained implanted; therefore, only the delivery wire was received. Analysis revealed that the delivery wire was kinked, the proximal contact had detached and the main coil had broken just in close proximity to the main junction. The kink to the delivery wire and detached proximal contact likely occurred during shipping to the manufacturing site as these were not reported in the initial event. Information available indicated that the device was confirmed to be in good condition prior to use and that the coil break occurred during repositioning. Based on the information available, it is probable that during repositioning the coil broke resulting in the reporting issue. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that as the coil was being repositioned, it broke from the detachment zone. The coil stretched from the carotid artery down into the abdomen. No medical intervention was performed to remove the coil and there was no patient complication related to this event. The physician continued with the procedure but no additional coils were implanted. No additional information is available.